Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: what color cartridge was being used on the second firing? White. What other color cartridges were used on the first firing? White. Was the device fired for a third time? If so what color cartridge did they use? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No but bleed occured straight away. Please clarify: on observation of stapler the proximal third of the reload staple drivers were out and there was a staple halfway out of device. This is the observation made by view of the stapler. The drivers at the start of the reload were protruding and visible. There were unformed staples halfway out of device 1/3 along the reload. On what firing did they observe? First. Did the device partially cut and staple? Did not cut (as per surgeons reports) locked out when attempting to fire. But bleeding occured (force on tissue). If so at what firing did this occur? 1st. Did the additional 20 minutes have any affect on the patient is so please explain? No as per surgeon's report. Was there any patient consequence? If so please explain? No as per surgeon's report. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thorascopic upper lung resection procedure the doctor opened the device and performed first firing across the pulmonary artery. Stapled without incident. Then reloaded and attempted to fire across pulmonary vein; didn't release any staples and did not cut, however, patient started bleeding. Surgeon used a second stapler of same type to control bleeding. Delay in procedure of 20 minutes, however, bleeding was well controlled and no known adverse effect to patient. On observation of stapler the proximal third of the reload staple drivers were out and there was a staple halfway out of device.